Event description:
It was reported that during a da vinci assisted surgical procedure, the system repeatedly displayed the message ¿stop insufflation, remove tube set and restart system¿ during multiple cases over the course of the day. The staff member stated that the system had been restarted during the most recent case, but the same error message reappeared after the restart. They are continuing with case using a third party insufflator. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.